Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an epidural catheter had been inserted for labor analgesia earlier in the day (13:30) and had been working well but at around 19:30, the patient felt a ¿snap¿ and a sharp sensation. The dressing was removed by the midwife, who found that the catheter had snapped. The epidural catheter could no longer be used for labor analgesia or as a top-up for the subsequent caesarean section, so a spinal anaesthetic had to be administered. There was reported patient involvement, but no patient harm.

Manufacturer narrative:
No product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.